Event description:
Boston scientific received info that a rep was called to review a tachycardia stored event. Technical services confirmed the event was due to loss of capture on the right ventricular lead due to high thresholds. Lead outputs were increased to remedy the issue. No adverse patient effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized including a visual, a mechanical and a electrical analysis. The visual inspection demonstrated multiple signs of abrasion at the distal part of the lead. Based on the characteristic of this damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to an interaction between the lead and the partner lead. The cuttings in the insulation and the deformation of the outer coil occurred most likely during the surgery. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.